Event description:
The patient reportedly experienced pain at the implant site with an without device use. The patient also reportedly experienced intermittent lock. The patient's device was explanted. Advanced bionics in the process of gathering more information. Once additional information is received a supplemental report will be submitted.